Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The customer stated that she was at 353 mg/dl when the paramedics left. The customer stated that the insulin pump is working fine, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.